Event description:
During sheathed insertion, femoral artery was accessed and guidewire was successfully inserted. When iab was passed over guidewire, resistance was met at proximal end of iab & it would not feed over guidewire. A new iab was inserted successfully with existing guidewire and sheath. There were no reported patient complications.